Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Healthcare professional additionally reported "pain...[that] was due to the right side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed and found two openings. A microscopic analysis identified: two curved punctures on the anterior and posterior sides assessed as surgical like damage. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two punctures assessed as surgical like damage.

Event description:
Patient reported a right side deflation. Healthcare professional additionally reported "pain...[that] was due to the right side deflation". Device has been explanted.